Manufacturer narrative:
Integra has completed their internal investigation on july 7, 2017. Results: DHR review; the device in question was not released for review or was the lot number provided. A DHR review will be performed when either has been submitted. Complaints history; a two year look back from 06/22/2015 to 06/22/2017 for this reported failure and or related to "fracture " or "fragmented" for this product family shows that three additional complaints were received. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: the device in question was not released for review and the lot/serial number provided; should the product be returned a failure analysis and/or root cause will review will be performed at that time.

Event description:
This is complaint 1 of 2 (other complaint filed under mfg. Report #: 3004608878-2017-00178). It was reported that the pins were fragmented after surgery. No patient was injured, and the operating time did not extend. Additional information was received on 26may2017, the adult disposable a2020 skull pins were used. The skull pins are not available for evaluation because they were thrown out. The lot # of the skull pins is 1154283.